Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. Peritonitis was manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with oral cipro (dose, frequency, and duration not reported), ceftazidime (dose, route, frequency, and duration not reported) and vancomycin (dose, route, frequency, and duration not reported) for the peritonitis event. The outcome of the peritonitis event was not reported. Action taken with dianeal therapy was not reported. On an unreported date, the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.